Manufacturer narrative:
H11: internal complaint reference: (B)(4). Lot number in d4 can be either 2167309 or 2166589. H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an acl reconstruction, the graft was prepped on a xwing using two (2) units of the ultrabutton adjustable fixation device. The graft was passed into the knee and the femoral button flipped on the femoral cortex as usual. Then, the femoral button was reduced until 20mm of graft was in the tunnel, a loop of 24mm with 44mm tunnel length. When the tibial button was reducing, rather than tensioning the structure, the femoral ultrabutton lengthened and eventually pulled the graft outside of the joint. The surgeon noticed this once he saw the graft coming out of from the tibial tunnel and the tibial button was completely bottomed out. Also, the surgeon decided to cut both ultrabuttons off the graft and prep it again with new ones. The procedure was resumed, after a delay greater than 30 minutes, using an equivalent s+n back-up. No additional anesthesia was required.